Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test. The battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 alarms were noted. The power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a multiple pump error alarms. The customer¿s blood glucose was high and it was 300 mg/dl. Troubleshooting steps were provided for pump error and insulin pump keep alarming no motor movement or negligible movement. Retries to free a stuck motor failed. Customer declined to troubleshooting for post-reset ram crc alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.